Manufacturer narrative:
Concomitant medical product: d274drg implanted: (B)(6) 2011.

Event description:
It was reported that the patient came to the emergency department after having received a shock. A remote monitoring transmission indicated that there was t-wave oversensing noted on a stored episode. Reprogramming was performed and the right ventricular lead remains in use. The patient later reported having "pain and suffering" due to the shock. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.